Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The difference in the results for two methodologies could be due to the different setups of all assays, the antibodies used, and the variances in the reference methods. Differences in results may occur when comparing assays from different manufacturers.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a modular analyzer and suspected interference with voltaren (diclofenac sodium). Refer to the medwatch with patient identifier (B)(6) for the free triiodothyronine (ft3) assay. The initial results were: thyrotropin (tsh): 0.8 uiu/ml, free triiodothyronine (ft3): 4.8 ng/dl, free thyroxine (ft4): 1.1 pg/ml. The sample was retested on a centaur analyzer and the results were: tsh: 0.6 uiu/ml, ft3: 1.9 ng/dl, ft4: 1.1 pg/ml. After peg treatment, the ft3 result was 7.6 ng/dl. Information concerning if any result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.